Event description:
It was reported that a guidewire issue occurred. The target lesion was located in the mildly tortuous and non-calcified brachial artery by the elbow joint. After a 5fr non-boston scientific (non-bsc) introducer sheath was advanced, a 0.14 savion wire was inserted to navigate to the brachiocephalic vein and an opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was turned on, the motor drive unit suddenly made an unusual sound and an error message appeared on the console. Under fluoroscopy, the catheter was found to be coiled up in the fistula, wrapping around the wire, making it extremely difficult to remove. The devices could not be pulled out of the 5fr sheath and the catheter was noted to be fractured. A new 8fr sheath was inserted and the fractured device was removed through a basket snare. The wire was noted to be stretched after removal. The procedure was completed using a balloon. No patient complications were reported and no long-term damage was noted on final imaging. The patient fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the guidewire was bent and torn at the distal section. Additionally, 30 cm radiopaque polymer sleeve was detached from guidewire and kinked.

Event description:
It was reported that a guidewire issue occurred. The target lesion was located in the mildly tortuous and non-calcified brachial artery by the elbow joint. After a 5fr non-boston scientific (non-bsc) introducer sheath was advanced, a 0.14 savion wire was inserted to navigate to the brachiocephalic vein and an opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was turned on, the motor drive unit suddenly made an unusual sound and an error message appeared on the console. Under fluoroscopy, the catheter was found to be coiled up in the fistula, wrapping around the wire, making it extremely difficult to remove. The devices could not be pulled out of the 5fr sheath and the catheter was noted to be fractured. A new 8fr sheath was inserted and the fractured device was removed through a basket snare. The wire was noted to be stretched after removal. The procedure was completed using a balloon. No patient complications were reported and no long-term damage was noted on final imaging. The patient fully recovered.